Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08312. It was reported the pt experienced burning sensation in her lower back and the lead site with the stimulation off. The pt was sent for an x-ray. F/u identified the pt was provided with pain patches to place over the issue areas.